Event description:
The lead was dislocated due to twiddler syndrome and was explanted when repositioning was unsuccessful.

Manufacturer narrative:
Analysis found the steroid plug displaced inside the helix. Due to the inherent limitations of returns analysis, it was not possible to determine when the steroid plug displaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.